Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 104 mg/dl. The customer states the insulin pump was exposed to fluid/moisture as pump fell in pool by accident. The customer states the insulin pump screen was blank and was screen was stuck on number 4. The customer reports that he was unable to the test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test or verify display anomaly due to blank display. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and corroded motor home switch.